Manufacturer narrative:
The creatinine reagent lot number was 85058401 with an expiration date of 30-sep-2026. The hba1c reagent lot number and expiration date were not provided. The calibration failed for both the creatinine and the hba1c reagents. The field service engineer reinstalled the wash pipette seals and performed calibration and qc. He then ran patient samples, and the results were comparable to the results from the cobas c 311 system. The instrument was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine jaffe gen.2 assay and 1 patient sample tested with hba1c on a cobas integra 400 plus analyzer. Sample 1: creatinine: initial result: 630.880 umol/l. The initial result was accompanied by "> critical range" data flag prompting the repeat of the sample. Repeat result: 104 umol/l (tested on a cobas c 311 system). The repeat result was reported outside the laboratory. Sample 2 was tested on (B)(6) 2026: hba1c: initial result: 67.58 % (accompanied by a data flag). Repeat result: 6.02 % (tested on a cobas c 311 system).

Manufacturer narrative:
The field service engineer identified a loose plunger tip in the wash pipette, causing improper washing cycles. He replaced the wash pipette plunger. The root cause was due to a component failure (a loose plunger tip in the wash pipette).